Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 to 250 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during the load sequence. The customer's blood glucose level was 87 - 151 mg/dl. A cartridge change was performed resolving the issue.